Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient will be having their battery removed because it has moved since it was implanted. No further information was reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for peripheral neuropathy and radiculopathy. It was reported on (B)(6) 2017 that ¿this thing worked for a while,¿ but after 8 months of having the implant, it was not helping his foot, and it was sending electrical shocks into his foot. The patient noted that he had a problem with his foot. The health care provider told him to turn it off in the summer of 2009, and in 2013, the patient noted that he hadn¿t used the implantable neurostimulator in two years and that it had been ¿dead¿ for two years as of (B)(6) 2013. The patient had pain/discomfort when he slept. He hadn¿t been able to sleep all night, and when he went to bed, that whole right side gave him trouble (the patient was implanted with the implantable neurostimulator (ins) on the right side of his back). When he was up and moving around, it seemed to be fine. The patient thought that the ins had moved over to the side over the years (around 2016), and the patient no longer used the device. It was noted that the patient had gained weight. Thepatient asked about removing the device. There were no further complications reported.